Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a tria ureteral stent was used in a stent placement study procedure in the right ureter performed on (B)(6) 2021 as part of the u0652 double-j registry clinical study. On (B)(6) 2021, the tria ureteral stent was successfully placed in the right ureter under fluoroscopy. No issues were reported with the device during placement. On (B)(6) 2021, during the planned stent removal procedure, it was noticed that the stent migrated. The stent was successfully removed without any difficulty. General anesthesia for pain control was required. There were no new device implanted. No issues were noted with the devices during removal. There were no patient complications reported as a result of this event.